Event description:
It was reported the patients blood glucose level rose to 400 mg/dl while wearing the pod between 36 and 48 hours. As treatment, the patient tried to do corrections but it did not bring the blood glucose down.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Investigation found a hole in the exposed portion of the soft cannula. During fluid path testing, fluid was observed leaking through the hole in the exposed portion of the soft cannula. Although the soft cannula was damaged, the timing and cause of the damage are unknown. The download data from the device contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The phb files showed the algorithm was functioning as intended, correctly responding to cgm inputs.